Event description:
Additional information was provided by the peritoneal dialysis registered nurse (pdrn). The pdrn stated that the patient had hypervolemia and therefore experienced difficulty breathing. The patient was not hospitalized.

Manufacturer narrative:
Additional information: plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. A simulated therapy was initiated and completed on the cycler without complication. The weighed fill volumes were found to be within tolerance and fill times were within specification. The cycler underwent system air leak and valve actuation testing and was found to meet product specifications. Load cell verification testing was performed with no issues noted. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The patient reported an overfill during cycle. It was reported that a patient experienced a supply bag lines are blocked alarm during dwell 2 of treatment. It was reported that the patient will perform alternate treatment. Upon follow up with the pdrn, it was reported that the patient had an overfill and that the patient drained a 6-liter bag after fill 2 of treatment. This drain volume is 300% of the patient¿s prescribed fill volume of 2000 ml. The patient felt full and had trouble breathing. The pdrn confirmed that the patient did not experience any additional symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient was able to complete the peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd).the patient has received a new cycler which is working well and continuing with pd therapy without issue. The cycler was reported to be returned to the manufacturer for physical evaluation.